Event description:
A complainant contacted steris is regards to cal stat that she ingested. The complainant stated that she accidently ingested cal stat by pouring it into her glass of water. The complainant stated that she used approximately 5 drops. The complainant stated that she was having slight stomach problems.

Manufacturer narrative:
When the complainant contacted steris, steris advised her to drink water or milk as stated on the msds. Steris also advised the complainant to follow up with her doctor. The msds states: ingestion-do not induce vomiting. Get medical attention. Do not give anything by mouth to an unconscious person. If conscious, drink a large quantity of milk of water. The msds further states: ingestion- may cause nausea or vomiting. Steris has made multiple attempts to follow up with the complainant however the complainant will not return steris' calls. In the absence of information steris is filing this report. In the event that additional information is obtained a follow-up report will be submitted.